Manufacturer narrative:
Update data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the aortic regurgitation that occurred with the first valve was moderate paraval vular leak (pvl). It was reported that the second valve was recaptured once due to the position being too deep, and upon repcature, the valve was observed to be infolded. Per the physician, the patient had a highly calcified left ventricular outflow tract (lvot), mild leaflet calcification, and a slightly tapered lvot, which contributed to the infold. It was reported that the infolding resulting in a 15 minute procedural delay. A valve was not implanted.

Manufacturer narrative:
Updated: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, upon initial valve delivery, the position was considered too deep and the valve was recaptured. During the second deployment, a valve infold was noted, which caused aortic regurgitation. As a result, cardiac arrest was reported and cardiopulmonary resuscitation (CPR) was administered and the patient stabilized. The valve and delivery catheter system (dcs) were removed from the patient and a new system was used. The second valve led to a valve infold again in the same place as the first valve relative to the patient's anatomy. It was reported that this region, the patient had extensive left ventricular outflow tract (lvot) calcification. The valve was recaptured and removed from the patient. A balloon aortic valvuloplasty was then performed, and it was agreed to reassess the patient at a later date to determine if a transcatheter aortic valve implantation would still be the best option.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012864344); product type: 0195-heart valves; implant date ; explant date product ID d-evolutfx-34 (lot: 0012488144); product type: 0195-heart valves; implant date ; explant date product ID evolutfx-34 (r040920); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.